Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface; the fiber exhibits scratch marks on outer flow tubing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 155,937 joules and 4:36 minutes while using the surgical fiber during a prostate procedure, the fiber stopped working. The fiber tip was cleaned during the procedure. The fiber was replaced and the procedure completed using a second fiber for 371,217 joules and 17 minutes. Patient outcome: "no patient harm" reported.